Event description:
It was reported that the patient received multiple appropriate shocks for true ventricular tachycardia/ventricular fibrillation (vt/vf). The implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt), end of service (eos), and a charge circuit timeout occurred. It was additionally noted that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to high rate non-sustained (hrns) episodes, sensing integrity counter (sic), and noise. The patient was admitted and treated for electrolyte imbalance. The r-wave double-counting was likely due to the electrolyte imbalance. The ICD and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.